Manufacturer narrative:
Pump was received with missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. A test reservoir was installed and did not lock in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 10.1 mmol/l at the time of the incident. The customer stated that she cannot lock the reservoir and the plastic ring on the mouth of the reservoir was missing. The product was returned for analysis.